Manufacturer narrative:
D10: the 97745 and 97755 were included in the system report in error. No further reports will be made regarding these external devices unless new information makes these devices reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that their implant hasn't worked in over a year. Patient said that they spoke to medtronic representative today via phone and was told to call patient services for a replacement recharger. Patient service specialist asked what issue patient was having and patient stated that they couldn't get it to connect to the recharger. Patient did not have equipment with them at the time of the call to troubleshoot. Patient confirmed that controller is charging properly, but needs more time to charge before troubleshooting as it has not been charged in around a year. Patient called back once controller had charged to further troubleshoot. Patient stated controller screen showed no device found / looking for device. Agent attempted to walk patient through passive recharge; however, patient reported middle number in 60s. At one point, patient saw implant battery empty screen; however, when they tried to charge, controller showed poor recharge quality. Patient reported no visible damage to recharger cord/pins and denied any recent falls or traumas. Additional information was received- patient called back and says the rtm didn't fix issue. Patient reported they got the replacement rtm and controller, and got no device found. Agent reviewed with patient that it could be in discharged state. Agent helped patient use prm and they were not able to start charging, and says their ins moves. Redirected to hcp as ins is moving around in the pocket.